Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 491 mg/dl. Customer experienced nausea and treated their high blood glucose via bolus delivery. Customer advised they had brain issues due to a motorcycle accident and that they may go to the hospital. Customer declined to troubleshoot and decided to place their new sensor on in the morning.